Event description:
Per additional information received 10 nov 2021, the patient was hospitalized to the (B)(6) around (B)(6) 2021. The mickey button was too compressed and tight against the abdominal wall. The patient was sore and inflammatory. And was bleeding from the stoma. The button was removed and an intestinal tube was placed to manage the bleeding and the inflammation. By (B)(6) 2021, a new mickey button was placed, as the patient's symptoms had resolved. It was determined that the original button had been placed "too high" on the patient. The discharge protocol was a saline, silver nitrate and algosteril lavage. The patient still has a bud that is beig treated with silver nitrate. There is no more bleeding, but there is a slight persistent discharge. It was reported that the patient has made "good progress."

Manufacturer narrative:
00147all information reasonably known as of 19 nov 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 20 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient experienced a bleeding event after a feeding tube change and required medical intervention, it was also reported that the stoma bud was previously present but has "intensified" since tube change. The patient was hospitalized for two weeks and was discharged home 10 days ago. It was also reported that the patient is scheduled for a surgery for (B)(6) 2021 to correct the location of the feeding tube, as it was "placed too high."